Event description:
The user received very low results for one patient on multiple assays. The initial bicarbonate result was 1 mmol per l, repeat result was 33 mmol per l. Initial calcium result was 0.4 mg per dl, and repeat result was 8.7 mg per dl. Initial bun result was 0 mg per dl, repeat result was 14 mg per dl. Initial glucose result was 4 mg per dl, repeat result was 73 mg per dl. The patient was not treated based on the erroneous results as none of the erroneous results were reported. The field service representative found the sample probe was bent and did not pass a precision test. He replaced the sample probe and ran a precision test with all result within acceptable limits.